Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc). A field service engineer visited the user facility and could confirm the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the percutaneous nephrolithotomy, the user found that the endoscopic image was not displayed. This phenomenon was resolved after the user restarted the device. This event is occurring repeatedly. The user replaced the device with another device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Olympus repair center confirmed that the circuit board had a failure. The device was manufactured over 4 years and 9 months ago. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the failure of the circuit board. If significant additional information is received, this report will be supplemented.